Event description:
During index procedure the patient had one endeavor rx drug eluting stent implanted in the mid rca. It is reported that approximately 49 months post index procedure patient death occurred.

Manufacturer narrative:
Approximately 33 months post index procedure, the patient underwent a tlr to treat severe restenosis and stable angina. Non-mdt stenting was used. The investigator assessed that the event was not related to the device. The patient recovered.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.